Event description:
During the course of the evaluation it was determined that the reporting hospital could not pinpoint the exact reason for the interruption of the patient's drug, flolan. The patient appeared to be having difficulty breathing and prior to developing pulmonary hypertension, the nurse attended to the patient. At the time of this incident, the nurse could not say the component was the cause. After the discussion with the nurse, it was clear that what was originally stated was in question and therefore it was decided not to file as it appeared to be user error, not product. The nurse stated the mp1000 cap was not connected properly to the system (connected at hosp).